Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 70% stenosed lesion in the distal left anterior descending artery with moderate tortuosity and heavy calcification. Pre-dilatation was performed and a 2.25 x 12 mm xience prime stent was implanted successfully. The 2.25 x 12 mm xience xpedition stent delivery system (sds) was then advanced, but could not cross to the lesion due to the anatomy and the proximal shaft separated outside the anatomy. A new 2.25 x 12 mm xience prime sds was then used without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.